Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump was not working. The customer also reported that they had high blood glucose of 500 mg/dl. The customer was assisted in programming the insulin pump at the time of call. The customer mentioned that there was failed battery test alarm, battery out limit alarm and low reservoir alert in the alarm history. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.